Manufacturer narrative:
The polyaxial screw assembly was returned to qc for evaluation. The collet was torn/damaged & there was slight wear around the head of the screw. The torn collet allowed the head of the screw to slip out of the bottom of the seat. Once the screw assembly separated, the surgeon removed the locking screws & rod on that side of the construct & replaced the broken screw. This required an additional 20 minutes of surgery time. There was no harm to the patient as a result of this incident.

Event description:
The reporter stated that the head of the screw came off during final tightening during an emergency spinal procedure.